Event description:
The customer reported liquid leak at the air mix temperature control module on their unicel dxh 800 coulter cellular analysis system. The leak was not contained within the instrument. The amtc module carries blood, diluent, 6c control, retic-x control and clenz reagent. The operator was wearing personal protective equipment (ppe) consisting of gloves and lab coat at the time of the incident. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. The customer did not review the msds. The facility does have an exposure control / risk management plan in place. The customer cancelled the service call and stated the instrument is operational. No reports of any other leaks from the instrument.

Manufacturer narrative:
Cause of the leak is unknown. (B)(4) eval summary: customer cancelled service.